Event description:
It was reported to boston scientific corporation that an endovive initial peg placement kit was placed. The procedure date is unknown. According to the complainant, the peg tube was found to be obstructed. There was reportedly thread attached to the internal bolster that had to be cut by the surgeon as it bent the tubing. After repeated blockage, the tubing burst by the connector outside the patient's body. The physician cut and repaired the tubing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event occlusion of the peg tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial peg placement kit was placed. The procedure date is unknown. According to the complainant, the peg tube was found to be obstructed. There was reportedly thread attached to the internal bolster that had to be cut by the surgeon as it bent the tubing. After repeated blockage, the tubing burst by the connector outside the patient¿s body. The physician cut and repaired the tubing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(6) 2013: after peg tube had burst the physician shortened the tube however the tube was no longer straight. An attempt was made to drain and straighten the peg tube into place with a "mandrel" from an envdovive peg placement kit. There was no interruption in duodopa treatment. Additional information received on (B)(6) 2013: the "mandrel" refers to the guidewire.

Event description:
It was reported to boston scientific corporation that an endovive initial peg placement kit was placed. The procedure date is unknown. According to the complainant, the peg tube was found to be obstructed. There was reportedly thread attached to the internal bolster that had to be cut by the surgeon as it bent the tubing. After repeated blockage, the tubing burst by the connector outside the patient's body. The physician cut and repaired the tubing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(6) 2013: after peg tube had burst the physician shortened the tube however the tube was no longer straight. An attempt was made to drain and straighten the peg tube into place with a "mandrel" from an envdovive peg placement kit. There was no interruption in duodopa treatment.

Manufacturer narrative:
Additional information: event description.